Event description:
Event description cpi received information that during the implant procedure of a new implantable cardioverter defibrillator (ICD) the chronic ICD was left implanted and used to pace the ventricle while the atrial lead was being implanted. It was noted that pacing in the atrium inhibited ventricular pacing with the chronic ICD. The problem persisted despite repositioning the lead several times. It was further reported that the patient is pacemaker dependent.